Event description:
Hip surgery tips broke off during use.

Manufacturer narrative:
Investigation findings: the identified reports have been re-opened in reference to the vendor's identified corrective actions. Due to the reporting customer filling three reports for the issue of the "tips breaking", the following scars were entered in to the system: (B)(4); (B)(4); and (B)(4). The vendor has responded to update the scar response and has titled the update as additional information to (B)(4). Within this response it was stated, "we would like to check with deroyal team again and see if ther eis any available information. If ot, ther is no further action we can do to evaluate the improper use of product." Deroyal has responded to the vendor on 02/18/2014, that additional information is not available. Correction: a correction has not been taken. Root cause analysis: updated: undetermined: the vendor has not received information as to the quantity of times electrode is not designed for bending or further modification after opening our sterile package. Corrective action and/or systemic correction action taken: updated: within the IFU copy "m0129-0452-01-111a_elt_IFU.pdf" we have declared a statement on warning section #10- "(B)(4) explicitly warns against making any changes to the device. Any such change will exempt us from all liabilities." Rev 2 issued on 14 jun 2013. Previous: consider to design another bendable electrode for customer ((B)(4)) updated: the vendor would like to remove the item from this scar because there is no intention from deroyal or (B)(4) to develop a brand new series of products for bendable function. Also, we do not have a new series of electrode for bendable use and we do not think this will help resolve the issue at the moment. It is only a recommendation, no further action is necessary. Preventive action: a preventive action has not been taken. This report is being filed due to ta retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides information which changes the content of this report.